Event description:
It was reported, during a cti rf ablation procedure, the device had a loss of pacing. During the loss of pacing, the device was unable to be interrogated. After a short period of time, the device was able to interrogated and all electrical parameters were within range and no further loss of pacing was noted. Technical support was contacted and noted rf ablation can cause pacing inhibition as well as problems with telemetry. The patient was stable and will continue being monitored.